Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4)

Event description:
It was reported that the insulin pump was frozen and none of the buttons were working. Customer stated that they removed the battery twice and the buttons were still not working. Customer's blood glucose was 9.7 mmol/l at the time. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump received with intermittent button response due to flattened express bolus, upper arrow and down arrow button dome switch. No unlocked lcd keypad connector. The insulin pump received with cracked case at the display window corners, minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip.